Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed.

Event description:
It was reported that during the ongoing use period, one of the inflatable penile prosthesis (ipp) cylinders ruptured. The patient underwent a replacement procedure in this all components were explanted and a new tactra device was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.